Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw 25 mm; cat# 2030-6525-1; lot# 1v8nh1 trident psl ha cluster 52 mm; cat# 542-11-52e; lot# 6h6mx3 size 5 accolade ii 127 deg; cat# 6721-0535; lot# 60211503 delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 59952101 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that patient's right hip was revised due to infection. Surgeon reported the infection was not due to the implants.